Event description:
Customer reported blood glucose results of 125 mg/dl, 91 mg/dl, 272 mg/dl, 80 mg/dl, and 142 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system; replacement was sent.